Event description:
Literature: turner ms. Assessing syndromes of catheter malfunction with synchromed infusion systems: the value of spiral computed tomography with contrast injection. Pm r. Aug 2010; 2(8): 757-766. Summary: pts receiving intrathecal medications are sensitive to infusion changes; this article reviews a number of unique clinical presentations when this occurs and describes the value of spiral computed tomography to help identify and treat such issues by visualizing flow from the tip of the catheter within the system. Fifty two spiral CT scans were reviewed, 23 were normal; all but 3 responded to dose adjustments. The 3 pts (of 52) had the catheter replaced. The authors postulated these 3 had microleaks. Seventeen demonstrated loculations, 6 showed extravasation, 4 found the catheter subdurally, 1 catheter tip was epidural. All pts with abnormal findings underwent catheter revision followed by improvement of drug delivery. Event: four individuals experienced subdural catheter syndrome, one had an epidural catheter. This report is for a (B)(6) male with severe spasticity from cp who experienced subdural catheter syndrome. The parent reported the school was calling every afternoon because he was falling asleep in class and was difficult to wake. The hcp had been adjusting the dose due to return in tone. Pt was observed in the hospital for 2 days w/o symptoms. Parent noted that pt fell asleep while in the wheelchair. (B)(6); parent would transfer pt by grabbing him around the chest from behind, lifting and dropping him into his wheelchair. Within 6 hrs, he was obtunded and flaccid, but recovered overnight. The same occurred the next morning. He underwent spiral CT that demonstrated collection of contrast in the subdural space. The pts' symptoms resolved with catheter revision. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no add'l info was available, add'l info has been requested.

Manufacturer narrative:
(B)(4)